Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body graft was deployed as expected, and polymer fill was initiated. Approximately 30-45 seconds into the polymer filling of the stent graft, the fill polymer syringe was observed to have emptied and the patient experienced hypotension which was stabilized following treatment for a radiocontrast agent allergy in accordance with the device IFU. It was noted that the patient had been given vasoconstrictors prior to the implant procedure due to unstable blood pressure. The stent graft fill channels appeared to contain adequate polymer with good apposition to the aortic wall with the aneurysm successfully excluded. Intraoperative imaging was not available for review by trivascular; no device integrity issues were observed during examination of the returned delivery system and a root cause could not be determined. As of the date of this report, the patient is reported as doing well and there have been no additional patient sequelae reported.